Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during use of bd vacutainer® sst¿ ii advance plus blood collection tubes, 1 tube exhibited closure separation where the stopper remained in the tube after the shield assembly was removed. The stopper appeared to have a molding defect. There was no health impact or consequences reported.

Event description:
It was reported during use of bd vacutainer® sst¿ ii advance plus blood collection tubes, 1 tube exhibited closure separation where the stopper remained in the tube after the shield assembly was removed. The stopper appeared to have a molding defect. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received a photo for investigation. Upon evaluation, the photo indicated that the stopper had defects. Additionally, an assessment of 100 retained samples did not identify any further examples of this defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: molding defect. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.